Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. The device flag data from the last download on (B)(6) 2016 does not indicate a device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 in her home and was not wearing the lifevest at the time of passing. The patient's daughter reported that the patient alleged a malfunction to the electrode belt connector which resulted in the patient removing the lifevest. The patient did not report the malfunction to the distributor or to zoll manufacturing corporation. The patient subsequently passed away a few days after the lifevest was removed. The equipment has not been recovered from the field so the alleged malfunction could not be confirmed. The device flag data from the last download on (B)(6) 2016 does not indicate a device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download.